Event description:
Caller reported a malfunction on the pump. Blood glucose levels did not exceed 500 mg/dl, indicating that there was no adverse impact. Customer was assisted by technical support to reset the pump, and the malfunction did not recur after resetting. It was advised that the customer could continue using the pump, with instructions to call back if any future issues arise.